Event description:
Following surgical implantation in 2004, an x-ray confirmed that this device was placed outside of the cochlea. The implant was explanted and successfully replaced three months later.